Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture at the mid-shaft. If the device is mishandled during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) and non-penumbra reperfusion catheter. During the procedure, the velocity broke at the midshaft while inside of a reperfusion catheter. Therefore, the velocity was removed. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.